Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The o2 pressure sensor switch was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the unit had a high pressure leak preventing ventilation. There was no report of patient involvement.